Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that when prepping the console for ICU training the plastic part that holds the air detect disc was broken. The console was exchanged. There was no patient involved.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. Imc logs were available but were irrelevant to this complaint as the clinical staff only reported that the consoles purge retainer was broken. The console was returned and tested after arriving. Upon examining the automated impella controller (aic) for any visible defects, it was confirmed that the purge retainer was broken. The root cause of this issue was a broken purge retainer.